Event description:
It was reported to ge that during a scan, the detector brushed the table and changed thje radius of rotation, causing incorrect reconstruction of data. Customer noted detector contacting the table. Operating manual directs the operator to insure clearance. No injury was reported.